Event description:
Procedure: ventral hernia repair. According to the reporter: a few days post op the patient became septic and returned to the surgeon who performed an exploratory laparotomy discovering a tear in the cecum which resulted in a stool leak into the abdomen and fluid build up behind the mesh. The surgeon was not able to ascertain exact cause of the tear. Re-operation was required to explore the abdomen and clean out all stool and infection. Hernia mesh and all tacks were removed by surgeon. Abdominal wall herniation was repaired with suture.